Manufacturer narrative:
Zimvie complaint number (B)(4). E1: email unknown / not provided. G4: additional PMA/510(k) number k101880.

Event description:
It was reported that implant was removed due to fracture of implant. Tooth number 30.

Manufacturer narrative:
Zimvie received one (1) tsvtwb10, (imp, tsv, 4.7,10, mtx, mg) for evaluation. Visual inspection was performed. Returned implant shows signs of wear/use. Bone debris observed on its external threads. Fracture identified at the collar. DHR review was completed for the subject lot number 1244965. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1244965 for similar events, and one other complaint was identified (B)(4). The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, malfunction did occur. Fracture identified at the collar. The reported event was confirmed following physical evaluation. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.